Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Information received from the same report as MFR: 2029214-2016-00634. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of an aneurysm located in the ophthalmic segment of the internal carotid artery (ica), the physician had difficulty opening two devices upon deployment, as the patient had severe vessel tortuosity. It was reported that the first device (ped-425-20) was attempted and did not expand distally. It was reported that the physician repeatedly attempted to re-sheath and deploy but the issue could not be resolved. The physician felt heaviness upon attempting deployment but continued deploying the device. Then suddenly the tension disappeared and the physician determined something was "torn off," however did not specify the device was torn. It was then decided to remove the entire system from the patient. A second device (ped-425-20) was attempted and the distal segment of the device also did not expand. It was further reported that the physician advanced the guide catheter and attempted deployment further distally. However, the device still did not open properly. The entire system was removed from the patient and a third device was used to complete the procedure. The patient was reported to be doing fine with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.